Event description:
Was reported by repair work order that the foot section would not latch and there was a lack of stability on the calf support due to the abduction assemblies and upright assemblies being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.